Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock. Additionally, noise was non-physiological with a sudden drop in r-wave amplitudes. Boston scientific provided troubleshooting options. Subsequently, this device and electrode were explanted and replaced with a competitor. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise, resulting in an inappropriate shock. Technical services (ts) was consulted and their assessment of the noise was that it appeared consistent with non-physiologic noise. Additionally, a sudden drop in r-wave amplitudes was noted. Ts provided troubleshooting options. A system revision was scheduled and during the procedure, the electrode implanted with this s-ICD was visualized and suspected to be fractured. Both this s-ICD and associated electrode were replaced with products manufactured by another company. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock. Additionally, noise was non-physiological with a sudden drop in r-wave amplitudes. Boston scientific provided troubleshooting options. Subsequently, this device and electrode were explanted and replaced with a competitor. No additional adverse patient effects were reported. No further information has been provided regarding the current physical location of the explanted device.